Event description:
The IV alarm from the IV pump signaled an occlusion problem. After investigating, it was noted that there was a white hard object inside the tubing just below the lowest port on the tubing.